Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic procedure of cholecystectomy, while applying the clip applier on the cystic duct, a few clips were deployed and then no clips would be deployed. It was reported the handle was able to be squeezed without a problem. New clip applier was used to complete the case. There was no patient injury.